Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality prior to release of product. A picture was provided for evaluation. After reviewing the picture, the reported issue was observed; the connector was detached. The analysis performed by the investigation team concluded that the root cause was generated when an operator failed to complete an assembly or follow the pre-determined process steps to assure a complete assembly. Changes were made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and to have a better control with the process assembly by implementing a new solvent dispenser for a better handling of the solvent. These actions are designed to prevent the reoccurrence of the reported defective condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states a branch of the connector was not glued well and was leaking. The customer changed the device and there was no harm to the patient.